Event description:
It was reported that during an unknown procedure, the cap broke off from the seal of the device. There was no reported patient consequence.

Manufacturer narrative:
Date sent: 06/06/2007.